Manufacturer narrative:
Medwatch mw5056620 was received, following review, new information of implant date (B)(6) 2004 was documented in file. Date of implant provided remained consistent with previously reported filter indwell time; therefore, no additional investigation was required as all other medwatch report information received was previously reported. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
A manufacturing review could not be conducted as the lot number was not provided. Reportedly, the filter was deployed in approximately 2004; therefore, the facility had no lot number to provide. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is inconclusive for the reported event. Based on the available information, the root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/ potential complications/possible complications include but are not limited to the following: filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. Only use the recovery cone removal system to remove the recovery filter. Perforation of other acute or chronic damage of the ivc wall. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately eleven years post vena cava filter deployment, two filter arms which were adjacent to the duodenum were discovered (upon retrospective review by the healthcare professional) to have detached approximately one year post filter deployment. The filter and one detached filter arm in the ivc were captured and retrieved successfully. Reportedly, CT imaging verified the remaining filter arm no longer remains in the patients body. Per the healthcare professional, the filter arm was presumably excreted through the patients gi system. There was no reported impact to patient.